Event description:
It was reported that the pump declared a cartridge alarm 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy.